Event description:
Same case as MFR #6000089-2006-01417. Clinical study. It was reported that one day post procedure, the pt experienced a non-q wave myocardial infarction (nqmi). The index procedure treated a de novo proximal lad. The lesion was 3.5 mm wide, and 50 mm long. The lesion was 90% stenosed, and was mildly calcified and mildly tortuous. The physician predilated the lesion prior to placing a 3.5 x 28mm taxus liberte stent along with a 3x 28mm taxus liberte stent. The stents overlapped. Residual stenosis was 0% post index procedure. One day later, the pt experienced the nqmi. ECG and lab results confirmed the mi. The pt was treated medically and the event was resolved. The pt was discharged 6 days later on plavix and aspirin. In the opinion of the physician, there was no relationship between the taxus liberte stent and the mi. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.